Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) problem of a patient that reused the same supplies. The patient was explained about not reusing the supplies, the patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the patient on (B)(6)-2011. Therapy had been going fine since the event and there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The problem was confirmed and the cause was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Additional investigation is being conducted through ncr number (B)(4).